Event description:
On 14-aug-2025 the user reported hypoglycemia with a blood glucose of 65 mg/dl after the pump powered down due to loss of charge during sleep. The device was successfully recharged with guidance from customer support. The user treated the hypoglycemia by consuming fast-acting oral carbohydrates and recovered without ems intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.